Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported developing an irritation on his back under the therapy electrodes. The irritation was described as red with blisters. There are no indications that these blisters opened. There was no alleged device malfunction contributing to the irritation. Patient's physician prescribed benadryl and steroids. Patient reported that the physician told patient he could end use on the lifevest due to irritation. Physician suggested that it may be a nickel allergy. Follow up indicated that the irritation is scabbing over and healing.